Manufacturer narrative:
1. According to the investigation of production records, the batch number is sn201204 and the specification is 25g × 1-1 / 2. The locking performance of safety injection needle with product code of n-2515 meets the requirements during production and inspection; 2. According to the customer's description, the needle tip is exposed during locking; after testing, the structural size and elasticity of the plastic sheet shielding the needle tip of the sample products and products in process can not prevent the needle tube from entering; 3. Among the sold safety injection needle products, except for the customer complaint, no other customers and users have fed back this phenomenon. Therefore, the possible reason for this situation is the improper operation of the locking process. Due to the communication with the dealer, no abnormal samples can be obtained for investigation, so the defect of the product itself cannot be determined; 4. We investigated all production records, raw and auxiliary materials and sample products. According to the use method described, it is possible to completely shield the needle tip to achieve the purpose of anti acupuncture.

Event description:
Customer reported that the needle does not lock into the safety cover after injecting the patient. It bends and sits outside of the safety cover. Mckesson did not receive any information regarding direct patient injury.